Manufacturer narrative:
The device history record for the lot number,um6046xxx involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The root cause of the issue cannot be determined since there was no sample available to assist the investigation. There were no nonconformance(s), or abnormal conditions noted at the time of production. All information reasonably known as of 03nov2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
All information reasonably known as of 27sep2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received 08-sep-2017 that states, the customer reported the incident event date is (B)(6) 2017 for user facility report # (B)(4). No additional information was reported.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
User facility report (B)(4) was received and stated, in (B)(6) it was alleged that a patient experience a cuff leak requiring a tube exchange. The endotracheal tube was exchanged on the patient while in the operating room after an anesthesia assessment. A different brand of tube was utilized by anesthesia and there were no further leaks detected. No additional information was provided.